Event description:
It was reported that the patient underwent a revision procedure on (B)(6) 2022. Duuring the revision, an eleos proximal femur was revised for an unknown reason. Details regarding the patient's index and revision procedure are unknown at this time. This event will be reportable to the FDA as a serious injury due to the revision procedure.

Manufacturer narrative:
Additional information was received on (B)(6) 2023. It was communicated by an onkos field representative that the patient's original surgery had occured 18 years prior and did not have any onkos devices implanted at the time of revision. Therefore, there were no alleged issues reported on an onkos manufactured device. Based on the new information, this event will no longer be reportable to the FDA. Corrections were made to section b5, d4, h1, and h10 codes. Product information was cleared from d4, as additional information revealed that the device was not an onkos legally manufactured device. H1 was cleared out as the event is no longer considered reportable to the FDA.

Event description:
It was reported that the patient underwent a revision procedure on (B)(6) 2022. During the revision, an eleos proximal femur was revised for an unknown reason. Details regarding the patient's index and revision procedure are unknown at this time. This event will be reportable to the FDA as a serious injury due to the revision procedure. Update: it was reported that a patient underwent revision on (B)(6) 2022, to replace an acetabular cup manufactured by another company. During that revision procedure, the patient's proximal femur was replaced. Additional information was received from an onkos field representative which revealed that the patient's original surgery was approximately 18 years ago. Based on this information, it is not possible that the patient had any eleos components implanted at the time of incident. Therefore, there were no alleged issues on an onkos manufactured device. Based on the new information received, this event will no longer be reportable to the FDA.